Event description:
Reportable based on the product analysis completed on (B)(4) 2014. It was reported that when receiving product at the facility, packaging damage occurred. The actual packaging of the flexima¿ apdl was damaged. However, the returned product analysis revealed that the sterile pouch is torn.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the devices' package broken at the superior part, also the flexible cannula was received kinked at the proximal section near to the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).